Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had underwent a tricuspid valve replacement procedure due to valve-related issues. During the procedure, it was noted that the damage to the valve was attributed to the competitor and guidant right ventricular (rv) leads. Both rv leads were explanted and replaced with epicardial leads (positioned on the left ventricle (lv) and rv). The physician noted that one of the rv leads had pierced the tricuspid valve and the other one was eroding one of the leaflets. The reason for the surgery was due to heart failure symptoms and a decision was made to explant the leads as the valve could not be repaired and a valve replacement was required. The right atrial (ra) lead remains in service. The physician elected to use the lv epicardial lead as better pacing thresholds were obtained with this lead. No other adverse patient effects reported from the procedure.